Event description:
It was reported that while treating a vein graft, a percusurge device was placed. While deploying the stent, it appeared that the balloon did not inflate completely, and then it would not completely deflate. During the attempt to withdraw the stent delivery system, the guiding catheter sucked forward into the graft and the balloon was pulled into the guiding catheter with difficulty. Once outside of the pt, the balloon could not be deflated. No pt injury was reported.